Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e3; g1; g2; g3; h2; h6 and h11 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. An update on the issue was requested from the customer. The caller has not provided any updates or requested assistance. The case was closed. Troubleshooting could not resolve the reported allegation, and the complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device was unable to turn the ¿case on¿ button. The issue was found during maintenance of device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.